Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k073231.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012) - device evaluation: the lay user/patient's control solution has been returned and evaluated by lifescan ((B)(4) 2011), product analysis with the following findings: the meter involved with this complaint was tested and no faults were found. The retains were also tested and no faults were found. The control solution was also tested and found to fail control solution high with the test strips in this complaint.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate control low was not resolved with troubleshooting.